Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material rupture. Factors that may contribute to material rupture include, but are not limited to, inadequate balloon integrity, interaction with challenging anatomy, interaction with accessory devices, and/or inflating above the rated burst pressure. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. It should be noted that there was no damage or anomalies noted to the balloon catheter during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the right coronary artery (rca). During the first inflation of the 2.0x20mm rx mini trek for pre-dilation the balloon ruptured in 5 seconds at 6 atmospheres. A rotational atherectomy (rota) was performed and a new trek device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.